Event description:
It was reported that the patient presented to technical services stating their apple watch was detecting bradycardia. The patient also stated there was noise on their atrial lead. No changes or intervention was reported. There were no patient consequences.